Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received total of 347 loose 10ml syringes confirmed to be from batch # 8001668 (p/n 309605). The samples were visually evaluated. All samples were checked, 80 syringes had acceptable print quality; however, 267 syringes were found to have illegible print between 3ml and 4ml grad lines, which is a rejectable condition. Product defect confirmed based on sample evaluation. Device history record (DHR) review was performed and showed no rejected inspections or quality issues during the production of the provided batch. Printing records were reviewed as part of this DHR review. Product defect confirmed based on sample evaluation performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends investigation conclusion: sample evaluation: 2 boxes were received, containing total 347 loose 10ml syringes in separated bags. One box had 1 bag. One box had 5 bags, with 3 of the bags containing top web of a 10ml syringe tray, confirmed to be from batch # 8001668 (p/n 309605). The samples were visually evaluated. All samples were checked. 80 syringes had acceptable print quality. 267 syringes were found to have illegible print between 3ml and 4ml grad lines, which is a rejectable condition. Product defect confirmed based on sample evaluation. DHR review for batch #8001668 (p/n 309605): manufacturing dates: 12/20/2017 to 01/09/2018. Batch quantity was 172,800. Printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8001668 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause description: based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had smeared graduation marks between the numbers, 3 and 5 was found on the 10ml bd syringes. Found before use. No reports of serious injury or medical intervention noted.